Event description:
It was reported that there was a connection issue between the patient line of a homechoice cassette and the transfer set. This issue was further described as, ¿the patient line had fallen off the catheter¿. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.